Manufacturer narrative:
Expiration date: unknown, as the lot number was not provided. Serial number: unknown, information not provided. UDI number: a complete number is unknown, as the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device if explanted, give date: not applicable as this is not an implantable device manufacture date: unknown, as the lot number was not provided. The cartridge was not returned for analysis. The lot number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge cracked during loading of the intraocular lens (iol). No patient contact was reported. No further information was provided.